Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator system was explanted due to unknown reasons. Subsequently this device was successfully replaced. This device is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator system was explanted due to unknown reasons. Subsequently this device was successfully replaced. This device is not expected to be returned. No additional adverse patient effects were reported.